Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that her blood glucose has been high for the past couple of months; she experiences hyperglycemia every day and a half. The patient's blood glucose had been in the 400 mg/dl range. The patient felt sleeping, tired, and lethargic. She mentioned that it had been ten years after a spinal surgery. The patient had been treating with insulin pump therapy. She had been using manual insulin injections when her blood glucose got very high. Troubleshooting was not completed. The reservoir was not returned for analysis.